Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump had a solid circle on the display and a battery out limit. Blood glucose level at the time of the incident was 428 mg/dl, which was to be treated with the insulin pump. The customer was advised that the device was behaving normally. The insulin pump was not replaced or returned for analysis.